Event description:
It was reported that air leakage was found in the bd durasafe¿ tray packaging unit before use. The following information was provided by the initial reporter, translated from chinese: "in the department of anesthesiology, air leakage was found after unpacking and the package could not be used"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-nov-2022. H6: investigation summary a device history review was conducted for lot number 1104994. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, samples have been received by our facility for this complaint. Our engineers have reviewed the returned units and found the packaging to be undamaged, the seals intact, and the application of glue adequate and within product specifications. Unfortunately, without the ability observe the reported non-conformance our engineers could not determine a root cause for this event.

Event description:
It was reported that air leakage was found in the bd durasafe¿ tray packaging unit before use. The following information was provided by the initial reporter, translated from chinese: "in the department of anesthesiology, air leakage was found after unpacking and the package could not be used".

Manufacturer narrative:
Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.